Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
It was reported that during use, the yellow component of the 100cm catheter came loose while in the left ventricle of the patient. The loose component remained on the catheter and was removed with the entirety of the catheter. No patient injury.